Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Concomitant medical products - nexgen tibial tray catalog 00598004701 lot 62556473; articular surface catalog 00599404214 lot 61043813; unknown femur. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2017-01731.

Event description:
It was reported that patient underwent a knee revision procedure approximately three years post implantation due to loosening of the tibial component and breakage of the stem. No additional patient consequences were reported.

Manufacturer narrative:
Concomitant medical products: tibial plate, catalog 00598004701, lot 62556473; articular surface, catalog 00599404214, lot 61043813; stem extension, catalog 00598801018, lot 62126547; tibial block 00598800526, catalog 62550438; tibial block 00598800526, catalog 62550438; distal femoral augment block, catalog 00599003720, lot 62144878; posterior femoral augment block, catalog 00599003702, lot 62133148; all poly patella, catalog 00597206538, lot 62425596; posterior femoral augment block, catalog 00599003701, lot 61430076; distal femoral augment block, catalog 00599003710, lot 07879478; femur size g left, catalog 00599401791, lot 62130916.

Event description:
It was reported that patient underwent a knee revision procedure approximately three years post implantation due to loosening of the tibial component and breakage of the stem. No additional patient consequences were reported. Operative notes received indicated tibial component loosening with stem breakage for the revision procedure. Intra-operatively it was noted that the femoral component was well fixed, however, the tibial component was grossly loose and broken at the stem connection.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned components found that the stem extension has fractured off in the tibia plate, both devices exhibit signs of being implanted. Sem analysis of the offset stem sample showed that it was suspected to be fractured due to fatigue. Sample fracture surface was mostly smeared leaving very little evidence of fracture features. Fatigue striations were identified in a non-smeared area on the fracture. No other fatigue fracture characteristics such as beach marks and ratchet marks were observed, but with limited evidence of fatigue striations in one area it is suspected to be a fatigue fracture. Eds semi-quantitative elemental analysis showed that the sample was consistent with the titanium alloy composition of the stem extension. Review of x-ray images by a radiologist indicates that the constrained left tka was implanted with slight lateral angulation of the tibial stem extension at the junction with the tibial component. The stem misalignment is thought to have contributed to progression of stem misalignment and tibial component loosening over time. There is subsidence of the tibial implant laterally and posteriorly on pre-revision x-ray images. An actual stem fracture is not visualized on the x-rays. DHR was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to patient conditions. A summary of the investigation is being sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.